Event description:
Customer reported he experienced low blood glucose of 50 mg/dl, treated by eating honey. Customer also reported the insulin pump was not working quite right that it kept giving him high numbers. Customer mentioned 317 and 279 mg/dl. Customer stated he was trying to give himself five units of insulin and gave himself 50 units by manual injection. Customer over delivering insulin was the cause of the low blood glucose. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.